Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the aortic valve opened every beat and mild right ventricle dysfunction was noted. Pump speed was decreased to 5400 rpm. Torsemide was changed to "as needed" for weight gain and significant swelling.

Event description:
During echocardiogram on (B)(6) 2022, images of the lvad during slight manipulation of the driveline to assess the outflow cannula. Ejection fraction was 20-24%. Left ventricular end-diastolic diameter (lvedd) was 5.8cm. Milrinone decreased to 0.125 mcg/kg/min with the plan to admit him on (B)(6) 2022 to discontinue and complete a right heart catherization (rhc). Plan for a prescription controller during that admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that the events were believed to be associated with the patient's position or exertion. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted system controller event log file captured transient low flow alarms on 11feb2022. No other notable events were observed, and the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. Under ¿pulsatility index (pi)¿, this section explains: ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle).¿ section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, ¿surgical procedures,¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿, outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.